Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified the poly insert component was not returned with the device for evaluation. The shell was returned with a bent/twisted lock ring still retained within the internal lock ring groove of the shell. The lock ring is confirmed to have correct chamfer orientation. The shell has minor scratches to the i.d. Surface. The lock ring has nicks and scratches on the top side and o.d. The bottom of the lock ring has multiple grooves, nicks, and scratches. No other damage was noted during visual evaluation. Measurements within specification. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) g2: foreign ¿ belgium the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner could not be placed into the shell. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.